Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and contamination on the electrode end. The origin of the contamination was not clear however it was not due to the device or system. There were no additional adverse patient effects reported. The ra lead was explanted.